Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was vibrating on its own without any alarms. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 168 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.